Event description:
During preventative maintenance of the device, the representative observed dust on the motor shaft and encoder wheel of the roller pump. No other details of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.